Manufacturer narrative:
The complaint investigation for a false negative architect sars-cov-2 igg result included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing were done using an in-house retained kit of lot 18276fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18276fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained a negative result for one patient sample that repeated as positive when testing was performed using architect sars-cov-2 igg reagent lot 18276fn00. The first sample, sid (B)(6), was collected at the clinic on (B)(6) 2020 and sent to (B)(6) to be tested. The result was negative, with a result of 1.36 index. The sample was retested on (B)(6) 2020 with positive results of 1.54 and 1.53 index. A second sample, sid (B)(6), was drawn from the patient at (B)(6) on the (B)(6) 2020 and was positive with results of 1.46 and 1.51 index. The sample was retested on the (B)(6) 2020 with a positive result of 1.52 index. Discrepant results were obtained for sid (B)(6), however, the difference of 1.36 index in comparison to other values obtained for the sample reflects expected variability of the product. The observed issue could also potentially be related to sample integrity issues at the time of testing. Details around reagent and specimen handling are outlined in the product package insert, while the architect system operations manual also provides information regarding further potential causes of such results. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 18276fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22, that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed a false negative sars-cov-2 igg result for a (B)(6) patient. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive):sample ID: (B)(6) initial result, on (B)(6) 2020 collected at a clinic and sent to the testing laboratory, prodia, was 1.36 index (s/c), repeats, on (B)(6) 2020, were 1.54 and 1.53 index (s/c). A second sample was collected from the patient at prodia, sample ID (B)(6), initial result, on (B)(6) 2020, was 1.46 index (s/c), repeat was 1.51, and repeated on (B)(6) 2020, was 1.52 index (s/c). There was no impact to patient management reported.